Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110-02, serial # (B)(4). Description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient was experiencing inadequate stimulation due to lead migration. During the procedure, the physician chose to explant the precision system as a few of the paddle lead's contacts feel off. A fluoroscopy was taken during the procedure confirming that no contacts were left in the patient. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was experiencing inadequate stimulation due to lead migration. During the procedure, the physician chose to explant the precision system as a few of the paddle lead's contacts feel off. A fluoroscopy was taken during the procedure confirming that no contacts were left in the patient. The patient is reportedly doing well following the procedure.